Event description:
Reportedly, the tyvek seal did not adhere on to the tray properly. No pt complications were reported.

Manufacturer narrative:
The device or the package will not be returned for eval.